Event description:
It was reported that a signal loss occurred.. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).